Event description:
On october 17, 2006 the cell-dyn 3700 sl analyzer generated a hemoglobin (hgb) result of 8.9 g/dl from the closed mode. The result was reported to the physician and was questioned. A new sample was sent to the lab on october 20, 2006 and the hgb result was 14.5 g/dl. This sample was tested at another facility and the hgb was 14.2 g/dl. The original sample from october 17, 2006 was retested in the open mode on the cell-dyn 3700 sl and the hgb was 13.6 g/dl. There was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.